Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the cassette was not properly attached¿ was confirmed through 50ml cassette test and occlusion test. Found downstream occlusion (dso) sensor defective. Replaced dso sensor. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the cassette was not properly attached¿; during device evaluation it was found the downstream occlusion sensor was defective. The event happened during testing.